Event description:
It was reported that pt underwent right acl procedure in 2004. Subsequently, add'l procedure was performed ten months later to remove screw component. During procedure the screwdriver fractured. Fractured tip section was removed from screw component.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Corrective action initiated to address late submission.